Event description:
It was reported that a patient was scheduled to have a CT scan of her thoracic and cervical area on the day of the report. It was stated that this was not related to the stimulation therapy. It was noted that the patient was very concerned about the interaction with therapy and the radiation output and its effect on the stimulator. It was reported that in (B)(6) 2012 the patient had an x-ray and afterwards she experienced "skin sensitivity" in her "trunk and breast area". It was stated that the patient thought it was related to the stimulation therapy and interaction with the x-ray. It was noted that the stimulation was not turned off during the x-ray.

Manufacturer narrative:
Product ID 37744, serial# (B)(4); product type programmer, patient product ID 3777-45, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3777-45, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger. (B)(4).